Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that physician addressed inflammation at site. Was evaluated by dermatologist as well. He was determined that there was inflammation but no definitive infection. Symptom had resolve by (B)(6) 2021.

Manufacturer narrative:
Further information requested but not available.

Event description:
It was reported that patient has a possible infection after the implant on (B)(6) 2020. No further action taken at this time as patient is being observed.